Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. This is report two of four for the same event. Reports one, three, and four are reported on MFR #0001032347-2016-00605. 0001032347-2016-00607. And 0001032347-2016-00608.

Manufacturer narrative:
It is noted that the customer shows a possible lot of 051815e15 for this item. However, the lot number could not be confirmed at this time. Because the lot number is unknown, the device history records could not be pulled and reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report two of four for the same event. Reports one, three, and four are reported on MFR #0001032347-2016-00605. 0001032347-2016-00607. And 0001032347-2016-00608.

Event description:
It is reported that this instrument's tip broke during a procedure. It is reported that all parts were retrieved and there was no foreign body in the patient. It is reported that the event did not lead to a delay of more than thirty minutes.

Manufacturer narrative:
The product was returned for evaluation. The product identity was confirmed and the lot was identified in the evaluation. A visual inspection revealed moderate signs of wear including minor scratches and spots of discoloration. This product was found to have a broken tip; therefore the complaint is confirmed. The most likely underlying cause was determined to be excessive applied force. According to the evaluation, there are no indications of manufacturing defects. This is report two of nine for the same event. Reports one, three, four, and five through nine are reported on MFR #0001032347-2016-00605-2, 0001032347-2016-00607-2, 0001032347-2016-00608-2, and 0001032347-2016-00770 through 0001032347-2016-00774.